Manufacturer narrative:
According to available information, this device remains implanted and in service. When additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed numerous non-sustained ventricular tachycardia episodes were stored in the arrhythmia log book. One episode had been treated with antitachycardia pacing. The electrogram indicated this was noise. Provocation measurements could not reproduce the noise. As the patient does heavy lifting for his job, remote monitoring was set up. An x-ray did not reveal any issues, however subsequently, an x-ray was provided to an internal technical service consultant. Upon review of the xray, ts determined that the right ventricular pacing lead had not been fully seated into the set screw. It was thought this finding was the reason for the electrogram noise. As the patient does not require pacing, the noise causing oversensing did not result in asystole greater than two seconds. No adverse patient effects were reported. A decision will be made regarding revision in the near future.

Manufacturer narrative:
Should this device be returned, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequently, approximately thirteen months later, a replacement procedure was performed. This device was removed and replaced. There was no allegation against device performance.